Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114412.

Event description:
It was reported the patient experienced undesired nerve stimulation due to lead migration. Surgical intervention was undertaken and the lead was explanted and replaced. It is unknown which lead contributed to the issue. Following surgery, effective stimulation was achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.